Event description:
A pt sustained a nickel-sized burn and subsequently developed a blister on the inside of the cheek after coming into contact with a handpiece which reportedly overheated. The pt was administered canker sore ointment to treat the burn.